Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had an absence of alarm. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer treated the high blood glucose level with manual injection. The customer reported an infusion set that was at an angle favoring one side over the other when inserted. The customer reported having and occlusion and not getting an alarm. The customer did not troubleshoot the issue. The insulin pump or infusion set will not be returned for analysis.